Event description:
Complaint reportable based on analysis completed 26-oct-2011. It was reported that prior to use, the catheter would not straighten over the metal stiffener, analysis results revealed white residue on the catheter shaft. It is unknown how the procedure was completed. There were no reported patient complications or injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with the metal cannula inserted in the catheter with a pronounced bend. White material was present on the shaft. The device was fully inspected and it was noticed that the catheter was loaded on the metal cannula which was considerably bent. White residue was observed on the catheter's shaft; this white residue belongs to the insert packaging card. The catheter was removed from the metal cannula and no issues were identified within the catheter's lumen. Afterwards, the catheter was loaded back on the metal cannula, and it was noticed that the catheter's shaft and pigtail section were straightened successfully over the cannula. No occlusions were identified and the catheter was able to be straightened as expected. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).